Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer was unable to complete insulin pump rewind due to insulin pump alarm. Customer reported they are unsure if the drive support cap is protruded, loose, sticking out or flush. Customer did not receive motor position encoder error alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.